Event description:
It was reported that during device change out due to eri, high impedance was observed. The lead was capped and a portion of the lead was returned for analysis.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.3cm was returned for analysis. An external insulation abrasion was found at 12.0 to 12.3cm from the connector end, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. The cause of the high lead impedance could not be confirmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.